Manufacturer narrative:
Batch review performed on 14-feb-2020. Lot 131348: (B)(4) items manufactured and released on 19-apr-13. Expiration date: 31.03.2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
Revision surgery performed due to tension issue after 4 years and 1 month from the primary, it was supposed poly wear but not confirmed by any analysis. The surgeon replaced the inlay with a new device with the same size and thickness.